Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2016-02072. Evaluation results: the device was returned to zoll medical corporation; the malfunction was duplicated and the batteries were found to be depleted. The device history log indicates that the device was in a red 'x' condition for non-critical errors for over a year without the end user intervening. This will cause the batteries to deplete over time. The batteries were replaced to resolve the malfunction. This report has been attributed to end user error. Analysis for reports of this type has not identified an increase in trend.